Event description:
It was reported that stent insufficient apposition occurred. The 17mm x 4.0mm target lesion was located in the severely tortuous and severely calcified middle right coronary artery. A 16 x 4.00 promus premier drug-eluting stent was selected for use. However, the stent did not fully expand and it could not appose the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage, with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks at several locations along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. Functional testing was revealed a recommended 0.0140" guidewire loaded via the distal tip without issue. The returned device was also attached to an encore inflation device and inflated to 16atm. The device inflated, held pressure, stent deployed and device deflated (9 seconds) without issue. No other issues were identified during analysis.

Event description:
It was reported that stent insufficient apposition occurred. The 17mm x 4.0mm target lesion was located in the severely tortuous and severely calcified middle right coronary artery. A 16 x 4.00 promus premier drug-eluting stent was selected for use. However, the stent did not fully expand and it could not appose the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.